Event description:
It was reported to boston scientific corporation on august 22, 2008, that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy on eight days earlier. According to the complainant, one jaw broke inside the working channel of the colonoscope. Although numerous attempts were made to obtain add'l info on the outcome of the event, the procedure outcome is unk. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "normal" with no clinical consequences.

Manufacturer narrative:
The device has not been returned. A device eval is not available; therefore, the cause of the reported malfunction is undetermined.